Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the stent was torn. Reportedly, the stent was easily removed from the stent tray and the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.